Manufacturer narrative:
Other: seizure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient had a seizure after implant. The caller was directed to follow-up with their healthcare provider (hcp) to ensure the issue was taken care of medically. No further complications were reported as a result of this event.